Event description:
Adverse event(s): "corneal staining" (no code available), "corneal infiltrates" (corneal infiltrates), "redness" (red eye(s)). Product problem(s): "none reported" (no info). An optometrist reported a pt with corneal staining, corneal infiltrates and red eyes following the use of this product. The optometrist stated the infiltrates appeared to be sterile with no inflammation or infection. It was noted the pt wore silicone hydrogel contact lenses for about 12-18 months prior to the symptoms occurring. The optometrist stated the pt was switched to hydrogen peroxide based solution and the symptoms resolved in about one month.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested via a site visit on 04/21/2010, via mail on 05/05/2010, and via phone on 05/11/2010. At this time, a questionnaire has not been returned. (B) (4). (B) (4).